Manufacturer narrative:
The reported explanted device or event records have not been provided to manufacturer. Without receipt of explanted device or associated records the reported explant cannot be confirmed or investigated. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that of a bioprosthetic valve explanted due to aortic regurgitation after an implant duration of 19 years. Patient is reported as stable.

Manufacturer narrative:
(B)(4). Device evaluation summary - as received, leaflet 2 had a tear at commissure 2, tear was approx 9mm. Minimal calcification was observed in the cusp area of leaflet 1. Free margin of leaflet 3 exhibited minimal calcification. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 9mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the inflow aspect by approx 7mm. Thickened and swollen tissue was observed on all three leaflets at commissures 1 and 2. Incidental findings: hematoma was observed on leaflet 3 on the outflow aspect. The x-ray demonstrated calcification and commissures 1 and 2 wireform distorted. All three commissures wireform was exposed on the outflow aspect. Sewing ring was cut near leaflet 3. These damages are most likely due to explant or implant. The device evaluation confirmed the reported regurgitation as secondary to calcification and pannus growth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported if received.

Event description:
Edwards learned of a mitral bioprosthetic scheduled for explant for unknown reasons after an implant duration of 4 years. Attempts to obtain further event information have been unsuccesful.